Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01094. It was reported the patient's (spain) dbs ipg was explanted and replaced because the patient did not receive effective therapy even after multiple reprogramming attempts. The patient's dbs system consisted of a st jude medical ipg with adapters and competitor's leads. The patient's ipg and adapters were replaced with a competitor's ipg. Reportedly, one day after, neurologist reported the patient's symptoms have improved. The patient received two adapters from the same lot number.

Manufacturer narrative:
(B)(4). This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01094.

Event description:
Device 1 of 2 reference MFR report: 1627487-2015-01094

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.